Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the lead was dislodged, and the physician scheduled the lead revision procedure. During the revision procedure, the physician was unable to reposition the lead. The lead was explanted and replaced. The patient was stable post procedure.